Manufacturer narrative:
The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support (mcs) and experienced supraventricular tachycardia with a wide qrs complex followed by asystole. The patient would decline and subsequently expire. The patient was found to have left anterior descending artery disease and cardiothoracic surgery was consulted. Coronary artery bypass graft surgery was scheduled two days prior to the impella cp implant but was postponed due to creatinine and white blood cells increase. Over the night, the patient's respiratory status declined and was intubated due to poor o2 saturation. When the catheterization lab staff arrived at the unit today, the pt had a mean arterial pressure of 30 with neosynephrine at 50mcg. The decision was made rush the patient to the catheterization lab for impella mcs. Upon arrival to the catheterization lab the patient had a mean arterial pressure of 20. The impella was placed via the right femoral artery and started. The patient converted out of atrial fibrillation and mean arterial pressure improved to 80. Drips were then weaned and decision made to stent the left anterior descending artery using single access. One drug-eluting stent was placed, and the patient hemodynamically looked much improved. The patient was sent to the unit to rest and recover and plans to start continuous renal replacement therapy as tolerated. Approximately two days after start of the impella mcs, the patient arrested for approximately three minutes before return of spontaneous circulation was achieved; supraventricular tachycardia converted to a wide qrs complex then asystole. The patient's oxygenation had also declined. The next morning an echocardiogram demonstrated new right ventricular failure, which made it difficult to flow above impella support level p6-p7. The plan was to restart crrt, replace the swan, and lighten sedation to better assess neuro status post arrest. The patient, however, continued to decline throughout the day, became increasingly hypotensive and expired.